Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The sample was visually inspected and there was no particulate matter inside the minicap pouch or within the minicap itself. The reported problem was not confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a minicap had particulate matter. The care giver (cg) believed there was particulate matter because the sponge was oddly shaped due to something getting into the cap. The cg stated the sponge was normally circular in shape but thought something touched the sponge to make it an oblong shape. The cg stated it was observed after removing the mini-cap from the packaging before use no patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.